Event description:
It was reported that tandem mobi pump experienced recurring cartridge alarms, including confirmed cartridge alarm 34, without any exposure to magnets or occurrence during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.